Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: b5. A getinge field service engineer (fse) arrived onsite and could not duplicate a squeaking sound. The leak was present and found. Leak found in the helium connections on the regulator. Tightened connections and performed leak test. Fse completed the repair with all functional and safety tests per manufacturer specifications. Returned unit to customer for use.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak and squeaking sound. The event circumstance and patient involvement is unknown however there was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak and squeaking sound. There was no harm reported.